Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that during inspection conducted at the manufacturer facility that the sonopet h206c tip cover was found to be melted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during inspection conducted at the manufacturer facility that the sonopet h206c tip cover was found to be melted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During failure analysis, the reported event a melted tip cover was confirmed through visual inspection. Melting of the tip cover is due to the tip and tip cover coming into contact and causing frictional heat. The cause for contact could not be determined. Per the instructions for use: to prepare the handpiece. Warnings: make sure the handpiece tip and tip cover are assembled correctly. Always inspect the ultrasonic tip and tip cover before, during, and after use. Do not use if damage is apparent. Remove and replace as required. To operate the handpiece during surgery. Warnings: applied part may generate heat. Use care to avoid tissue damage due to unintended contact. Always provide adequate irrigation to the tip. Do not apply excessive force or side loading on the ultrasonic tip or tip cover during handpiece operation. Failure to comply may cause the handpiece and/or ultrasonic tip and tip cover to overheat. This is not a repairable device; therefore, it was returned to the user facility without repair following evaluation.